Event description:
The customer stated an architect i2000sr analyzer generated error code 1007, unable to process test, when reaction vessels of lot 62616p100 were in use. The issue was resolved with the implementation of a new lot. There was no adverse impact to patient management reported.

Event description:
Patient revised for clicking in hip.

Event description:
The new variable dye injector system requires that new tubing be set up for each patient. As part of this set up, the tech or nurse must "purge" the tubing of air by pressing a button. This was not done, so air was injected into two (2) patients, on two different occasions, two days apart. The event with the first patient was not discovered until the error with the second patient occurred. Both patients resolved with no harm.healthcare professional's impression: human error - failure to "purge" by pushing the button.

Manufacturer narrative:
(B)(4). Architect i2000 analyzer, list # 3m74-01, (B)(4). Upon further review, the customer issue is now associated with remedial action reporting number 1415939-2/27/09-003-r, as the lot of the suspect reaction vessel was in use at the customer facility. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
Evaluation codes: other, the investigation unit has evaluated this customer complaint and has determined that it is not associated with remedial action reporting number and is therefore unassigned. This is the final report.

Manufacturer narrative:
(B)(4). Architect i2000sr analyzer, list # 3m74-01, (B)(4). The investigation determined the causes of the increase in frequency of static discharge events were due to the architect reaction vessels (rvs) supplier's manufacturing material and manufacturing processes. The previous investigation identified rv lots made from a particular polypropylene resin lot were responsible for a majority of the static discharge events. Analysis of this resin lot determined it has unique compositional and analytical characteristics when compared to other resin lots, which facilitated the build-up of static charge on the rvs. The previous investigation also identified variables within the suppliers' molding manufacturing process that contributed to static charge variation across rv lots. The latest investigation identified additional variables within the suppliers molding manufacturing process. Abbott has implemented more stringent static charge sampling and testing for acceptance of all incoming rv lots from our supplier. Abbott has worked in close collaboration with our suppliers to assure consistency of incoming resin material, and to improve the supplier's molding process to reduce the potential generation of static charge.